Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The parameters on the lead were reprogrammed and the lv lead remains in use. No patient complications have been reported as a result of this event.